Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report an alarm and insulin squirting out during the manual prime. The mother also reported that the drive support cap was flush. The reported blood glucose reading at the time of the call was 130 mg/dl. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during prime test due to slanted/loose drive support disk. The insulin pump had a scratched display window.